Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant sodium (na) results for three patient samples tested on a cobas 6000 c501 module. Patient sample 1: the sample initially resulted in a na value of 180 mmol/l and repeated as 132 mmol/l. Patient sample 2: the sample initially resulted in a na value of 180 mmol/l and repeated as 133 mmol/l. Patient sample 3: the sample initially resulted in a na value of 182 mmol/l and repeated as 137 mmol/l. The initial questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The field service engineer (fse) found the cell rinse tubes were incorrectly connected causing cell rinse detergent to overflow into nearby cells. This caused the elevated na results. The fse corrected the placement of the cell rinse tubes and the module was operating within specification.